Event description:
Event description cpi received information that this endotak c tranvenous defibrillation lead, was removed from service due to 'lead dislodgement'. Repositioning failed, and the lead was capped. The entire lead system was capped. An endotak downsize plus lead was implanted. Implant date-07/06/95. Removed from service date-08/21/96. Implant months-13.